Event description:
It was reported to philips that the 12 lead ECG was not working. There was no patient involvement.

Event description:
It was reported to philips that the 12 lead ECG was not working. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported failure. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. As a precautionary measure, the 12 leads cables were replaced in an attempt to prevent a future recurrence of the reported failure. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.